Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional (hcp) reported 3 days post treatment, patient experienced of severe swelling and pain on the left side of chin. 4 days later, patient came to office and healthcare professional (hcp) stated there was no infection but looks like hematoma. 20 days later, puss started to collect around the area and was drained then sent for culturing. Result noted no growths. 2 weeks later puss was drained from right side chin. Lump in right and left side started to swell and area was red. After hyalase, symptoms appeared to be settling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml of juvéderm® volux¿ and 2ml of [unspecified] juvéderm® voluma¿. The following day, the patient experienced "bruising, swelling and pain". Seven days post injection, hcp reviewed the patient and note a "suggested" hematoma, also notes the patients pain and swelling was worsening. Ten days post injection, patent was prescribed antibiotics and steroids for a "possible infection". Seventeen days post injection, the patient visited a private dermatologist who "suggested it was a hematoma but said it was because the filler was not massaged for 5 minutes". An ultrasound was performed which "confirmed it is a hematoma but no infection present". Twenty-one days post injection, patient has had "puss coming from the lump". Hcp prescribed more antibiotics and noted "the lump will need to be excised/drained". On the same day, patient noted they are experiencing a painful red bump on the right side of [their] chin. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.